Event description:
Information was received from a healthcare professional (hcp). It was unknown what diagnostics were performed related to the withdrawal symptoms. The pump was successfully turned off.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (unknown concentration at 4.8 mcg/day), bupivacaine (1 mg/ml at 0.51 mg/day), and dilaudid (20 mg/ml at 2.56 mg/day) via an implantable pump. The pump's indications for use were listed as non-malignant pain and other non-malignant pain. The hcp reported that an alarm occurred. The pump was interrogated; the hcp could not remember which alarm occurred, but believed it was end of service (eos). The hcp stated that they had been weaning the patient down because of the pump nearing end of life. The patient was admitted to the emergency room (ER) on (B)(6) 2016 for withdrawal symptoms. The hcp stated that it was weaned down to stopped mode on (B)(6) 2016. The patient was on oral medication as of (B)(6) 2016. The patient was an in-patient. The patient had an unrelated infection (non-healing left extremity ulcer) and it was stated that infection risk was too great to replace the pump. Another hcp reported that he was instructed to turn the pump off in order to stop the alarm. It was stated that the patient was not a candidate for replacement right now due to the unrelated infection. It was confirmed that eos had occurred. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.